Event description:
The sensor could not be detected in the icp after beining implanted for around days. The surgeon had to remove the sensor directly. No additional intervention was taken. There was no report on patient injury. (B)(6) 2015 per affiliate: were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? No actions were taken.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, no evaluation of the deive would be performed. The cause(s) of the difficulty reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
The complaint sample was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the instrument met all quality, testing/inspection specifications prior to distribution. The evaluation of the returned sample found there was no visible damage tot he senor or connector. There was a severe kink in the catheter material 3 cm from the tip of the sensor case. There was a severe kink in the catheter material 8.3 cm from the silastic strain relief at the connector. The catheter was received in a tight-looped configuration held with sutures. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.